Event description:
It was reported that there were 100 occurrences of blood clotting after centrifuging with a bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml. The following information was provided by the initial reporter, translated from dutch to english: after centrifuging the cpt tubes for 30min at 2700 rpm, they see red blood cells in the plasma. What's the lot number on the tubes? 9053856 2020-02-29. Does the centrifuge have a swing out rotor? Yes. At how much g-force are the tubes centrifuged? Bottom (19.2 cm): 1565 g and top (10.9 cm): 888 g. What is the temperature during this centrifugation process? Room temperature (+/- 21°c). How do you keep the pipes for collection? We keep our tubes in their packaging in a dark drawer at room temperature. How is the blood collection carried out? The blood collection is done by a nurse from the hospital and this is done by draining an arterial line. How are the tubes transported to the lab (temperature and time)? We transport our tubes in a transport box that is kept around room temperature during the 20-minute journey. How are the tubes stored in the lab before they are centrifuged? Upon arrival at the lab, the tubes are placed directly in the centrifuge and turned off.

Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#373360. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Further investigation has been initiated through CAPA#373360. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA#373360 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 100 occurrences of blood clotting after centrifuging with a bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml. The following information was provided by the initial reporter, translated from (B)(6) to english: after centrifuging the cpt tubes for 30min at 2700 rpm, they see red blood cells in the plasma. What's the lot number on the tubes? 9053856; 2020-02-29. Does the centrifuge have a swing out rotor? Yes. At how much g-force are the tubes centrifuged? Bottom (19.2 cm): 1565 g. Top (10.9 cm): 888 g. What is the temperature during this centrifugation process? Room temperature (+/- 21°c). How do you keep the pipes for collection? We keep our tubes in their packaging in a dark drawer at room temperature. How is the blood collection carried out? The blood collection is done by a nurse from the hospital and this is done by draining an arterial line. How are the tubes transported to the lab (temperature and time)? We transport our tubes in a transport box that is kept around room temperature during the 20-minute journey. How are the tubes stored in the lab before they are centrifuged? Upon arrival at the lab, the tubes are placed directly in the centrifuge and turned off.